Manufacturer narrative:
The pump had cracked and bleeding lcd glass. Also, minor scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was cracked at the screen. The customer states the pump was cracked while playing softball. The customer's blood glucose level was 160mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.